Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's parent reported that the insulin pump alarmed compromised force sensor system during the fill tubing. When the infusion set was changed and the tubing was filled, insulin was pushed out from the entire reservoir. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device alarmed prime during basic occlusion test due to faulty force sensor resistor. We were unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to prime alarm. The device was received with normal operating currents and passed unexpected restart error test. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.